Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that post implant the left ventricular (lv) lead impedance measurements were within normal limits between 1400 to 1800 ohms for four sensing configurations, but greater than 3000 ohms in two sensing configurations and at 2900 ohms in another. Capture and sensing were noted to be fine. The field representative noted that during the procedure a tug test was performed to ensure the lead was secured in the device header. There were no sources of electromagnetic interference (emi) present on the patient. Boston scientific technical services (ts) discussed possible causes including a potential connection issue or lead placement location. The field representative stated an x-ray was taken which revealed good lv position and that the lead was fully inserted into the device. The cause was believed to be due to the lv lead being positioned in the fatty portion of the coronary sinus. The impedance did decrease to 1800 ohms. The lv lead remains in service and the patient will continue to be monitored via the remote home monitoring system. No adverse patient effects were reported.